Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 during use . The baxter technical representative (tsr) explained the alarm to the home patient (hp) .the hp had connected after the initial drain had started. The care giver(cg) had already cycled power to get se 2367. The tsr advised to cycle power again to get the "press go to start". The tsr advised to start over therapy with all new supplies and notify the registered nurse(rn) . There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The cause is determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4) and renq(B)(4).